Event description:
Complainant indicated that a pt with recent kidney transplant and perioperative myocardial infarction was found with no pulse and CPR was started. The zoll defibrillator was turned to "defib" setting and it came up. When the code team arrived, staff noted that the defib screen was blank. The defibrillator had been on battery power prior to going blank. Staff plugged in the defibrillator and the screen was still blank. Staff turned the dial to "pacing" to see if any activity could be picked up at all. The defibrillator was never used because the pt was asystole throughout the arrest. The only time a pulse could be felt or doppled was when compressions were being done. Another defibrillator was obtained immediately from an adjacent nursing unit. Code was stopped after 20 minutes pt was pronounced. Pt expired from suspected myocardial infarction, no autopsy performed. Equipment failure did not contribute to pt's death.